Event description:
According to the reporter, intra-operatively in a laparoscopic liver cyst resection when ligating the blood vessel, the device was difficult to disassemble, had an issue with the clip or the clip cartridge, the clips were not properly loaded onto the handle. No clip disengaged from the cartridge. They changed the device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The cartridge was received with the clip tracks jammed inside the cartridge. The clip body was not received. The photo depicts two cartridges with malformed clips and clip tracks jammed into the cartridges. The root cause of the observed condition was isolated to damage on the jammed clip tracks of the received device; however, the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.